Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a blood glucose (bg) level which displayed as "high"; however, a specific value was not provided. Reportedly, customer went to the emergency room on (B)(6) 2025 and was subsequently admitted to the hospital. At the time of the report with tandem technical support there was no additional information available. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.